Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette became caught on the patient¿s walker and the patient accidentally pulled the transfer set apart. Renal therapy service assisted the patient in ending the therapy early. The patient stated they were still using the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.